Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eleven years four months of post deployment, computerized tomography-abdomen/pelvis with contrast was performed which showed that an inferior vena cava filter caval perforation at 4 o¿clock 3.50 mm, that was grade 2 perforation. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eleven years and four months post filter deployment, a computed tomography (CT) scan revealed that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.